Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after replacing the water filter, the process did not proceed even though the setting confirmation button on the sub control panel had been pressed. At that time, no error was displayed. When the water filter was removed and set again, the problem was resolved. There was no report of patient injury associated with this event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date was inadvertently entered into the initial medwatch incorrectly. The aware date should be 20-dec-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to a1, d4, d5, d8, g2, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for inspection, a definitive root cause could not be identified. Probable causes for the event include: 1. The switch temporarily failed to respond. 2. The effect of meeting specific conditions such as the reaction status of the sensor. 3. Due to some other complex factors. Olympus will continue to monitor field performance for this device.